Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received eight rounds of inappropriate anti-tachycardia pacing (atp) therapy for atrial driven rhythm. It was also mentioned that the patient had also received two inappropriate shocks due to the same reason. Technical services (ts) discussed there is undersensing of atrial flutter observed, leading to v greater than a being declared and atp being delivered. Ts also provided programming recommendations to avoid this situation to recur and in-clinic assessment was advised. The ICD remains in service. No additional adverse patient effects were reported.